Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb bisector (ous), the bipolar ligating forceps were wider than normal and cannot hold the vessel tightly. They opened another unit of vv7 and finished the surgery. No harm to the patient.

Manufacturer narrative:
Trackwise ID # (B)(4).

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/16/2022. An investigation was conducted on 07/20/2022. Photographs were provided by the account. A photographic inspection was conducted. One bipolar electrode was observed to be bent. The other photograph observes a comparison of two devices, one that has an extended blade with intact electrodes and the other device has a bent electrode. The blade was observed to be partially extended in the photograph with the bent electrode. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. One of the bipolar blades was observed to be bent closest to the base of the electrode. The other bipolar blade was observed to be intact. A mechanical evaluation was conducted. The blue toggle was manipulated to extend and retract the blade. The blade was able to be retracted and extended with no physical or visual difficulties observed. Based on the returned condition of the device and the evaluation results, the reported failure "mechanical problem" was confirmed as well as for the analyzed failure "material twisted/ bent electrode". The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 25160012 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.